Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -13.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was explanted due to glare/haloes. It was reported that after explanting the lens the problem was resolved, patient condition was stable. In the reporters opinion the cause of this event was due to patient related factor.